Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with saline breast prostheses and developed the following post-implantation: bilateral breast pain, breast rash, heaviness, discomfort, pain in her arms, and sensitive nipples. In addition, the patient consulted with a medical professional and inflammation was found in her lymph nodes. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the right prosthesis.